Event description:
It was reported that a small volume infusor?s bladder ruptured during filling. The device was being filled manually with a syringe. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection noted a ruptured bladder in a non-footing position, confirming the reported problem. Markings on the exterior surface of the bladder were observed near the rupture line during a microscopic inspection. If additional relevant information is obtained, then a follow-up MDR will be submitted.